Manufacturer narrative:
The device heats up to 115f after 5 minutes of use. The bearings are corroded and the lasers markings are worn. Mandatory parts were replaced. The device was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been evaluated. The device is awaiting analysis at the repair depot. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient involved.